Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to perform a system check with tandem technical support as a valid minimum fill notification was received (cartridge insulin level was low). Customer changed the pump supplies and successfully resumed pump therapy. Blood glucose was 250 mg/dl.